Event description:
Patient reported right side "air pockets, stated that when you push them, they go in and out". Patient additionally reported capsular contracture, baker grade unknown and "implant getting smaller". The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.